Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022 the review of files of this event type was completed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event of respiratory failure could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(4). No product is available for investigation. The heartmate 3 lvas instructions for use lists respiratory failure as an adverse event that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed respiratory failure on (B)(6) 2021. A tracheostomy was performed for a 20-day incubation period. The relation between the respitory failure and the device is unknown.